Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, both the pressure transducer printed circuit boards (pcbs) were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The pressure transducer pcb is responsible for measuring pressure in the ventilator. A faulty pressure sensor may lead to inaccuracies in pressure measurement, which will be detected during pre-use check (puc). If the failure occurs during ventilation, alarms will be activated. Analysis of the provided device logs could not confirm the reported issue with the failed internal leakage test during the puc, as no failed puc was found in the device logs for the date of the event. The replaced pressure transducer pcbs were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. The pressure transducer pcbs were then placed into a reference ventilator for simulated use testing. During this testing, one of the pressure transducer pcbs (s/n: (B)(6)) failed the internal leakage test and the pressure transducer test during puc. During ventilation, the device started to alarm for low expiratory minute volume and high positive-end expiratory pressure (peep). The other pressure transducer pcb (s/n: (B)(6)) passed several pucs and performed ventilation successfully for several days. Therefore, it was determined that the pressure transducer pcb with s/n: (B)(6) was faulty and would be investigated further, while the pressure transducer pcb with s/n: (B)(6) did not reproduce any errors and was determined to have no faults, thus requiring no further analysis. The zero pressure voltage was measured on the faulty pressure transducer pcb and exhibited an offset drift, explaining the reported issue. When measuring the wheatstone bridge, no significant imbalance was found. Additionally, a microscopic investigation of the faulty pressure transducer pcb revealed dirt, debris, or particles inside the pressure sensor's cavity, which could have impacted the pressure measurements. Our conclusion is that the reported problem is due to a broken pressure sensor on one of the returned pressure transducer pcbs (s/n: (B)(6)). Microscopic investigation of that pressure sensor's cavity revealed dirt, debris, or particles on top of the sensor's chip. Earlier investigations showed that dirt, debris, or particles in the cavity affected the offset measurement. Once the cavity was cleaned, the pressure sensor functioned normally, and no offset drift was noticed.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference >5 cmh2o'. There was no patient involvement. Manufacturer's ref. #: (B)(4).